Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s sister reported via phone call that they experienced high blood glucose level of 494 mg/dl. Insulin pump had insulin flow block alarm but customer declined to troubleshoot. Customer had diabetic ketoacidosis. Customer declined troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.